Manufacturer narrative:
The root cause of the system self check failure (self-diagnosis result failed) was due to a power management circuit board component failure.

Event description:
The complainant reported that when the automated impella controller was started up for security purposes, a message appeared stating, "self-diagnosis result failed. Please replace the control unit immediately." After turning off the power and restarting, the same error was confirmed, so the work was stopped and a replacement unit was arranged. No patient harm was noted.

Manufacturer narrative:
The device is expected to be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.